Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported that it was not really working for them anymore, because their problem was caused by their disintegrating lumbar spine. The patient stated that it helped in the early days, before their spine got so bad, but then they noticed that when they turned off the therapy, it was still the same as it was turned on. The patient reported that it doesn't really address the bladder symptoms, and when they move, that's when it falls out, even if they don't have a full bladder. The patient also mentioned that they will be discussing having it surgically removed. The agent documented reported events.